Manufacturer narrative:
H3: one device was received for evaluation. No service history review or event log review was performed. Visual inspection passed. Functional testing identified a failed pump power up test, during which the device displayed a red screen with a continuous alarm and error code 41786. The probable cause of the reported issue was attributed to the mainboard. The mainboard will be replaced. Also, it will be submitted for additional functional and delivery testing to confirm performance within specification prior to return to the customer.

Event description:
The device was returned as it was reported that it had a "system error". The fault occurred during set up. The investigation results confirmed there was a "red screen with continuous alarm and error code 41786." There was no patient involvement.